Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the high flow insufflation unit had a problem with the stability of gas flow and extended time filling pneumothorax. The issue occurred during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
Correction to h6.4 of the initial medwatch. The problem code should be 2954 improper flow or infusion. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it was presumed that it took time to supply gas because the flow was set to low due to being switched to the small cavity mode unintentionally. However, a definitive root cause of the reported issue could not be determined. A review of labeling was conducted and the event can be prevented by following the instructions for use: [chapter 5 operation] in the instruction manual of uhi-4 (no.: gt8291), (5.1 operating steps) describes choice of cavity mode, and the section (5.3 selecting the cavity mode) describes caution when cavity mode was not correct. It was determined that following these operational steps may prevent the reported issue. Olympus will continue to monitor field performance for this device.